Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. It was also reported that the pump shut off unexpectedly. There was no adverse impact to customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.